Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. The customer reported a glucose reading of 63mg/dl obtained on the adc device with a comparison to a blood glucose tests of 400mg/dl performed on a competitor brand meter, which when the results are plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear is 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.